Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that patient denies any traumas. The implantable pulse generator was unable to establish communication. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer: 1627487-2019-10743, related manufacturer: 1627487-2019-10744. It was reported that both leads migrated and as a result the leads were explanted, and new leads were implanted. The implantable pulse generator (ipg) was explanted and a new ipg was implanted due to an unknown reason. Therapy was restored post procedure. No further information is available.